Event description:
It was reported by the customer that a pyxis medstation es system fridge remote lock not correctly latching, which cause delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that fridge remote lock is not correctly latching due to component. Field service engineer re-align adjustable hasp to resolve the issue. The system functioned as intended after the field service engineer serviced the device.